Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: blood set tubing was cracked and leaking. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two videos were provided by the facility for evaluation. An evaluation was performed on the videos returned and it was noted only audio was available for both videos. Unfortunately, there was not enough evidence to do a proper investigation currently. The customer was notified but was unable to present any more information at this time. Based on the results of the evaluation of the videos, the reported defect could not be confirmed. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.